Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop. Lens exchanged with shorter length lens and problem was resolved. Cause of event was not reported.